Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 430 mg/dl. The customer stated that they simply did not feel well and has been sweating and skin irritation from clothing rubbing against the infusion set. The customer stated that their insulin usage has doubled since experiencing high blood glucose. The customer was assisted with reviewing their settings. After reviewing the settings on the pump it appeared that there was nothing wrong with their insulin pump. The device will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.